Event description:
It was reported, the rigid video scope had a reddening of the imaged. The issue occurred during the endoscopy diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: when the handle was turned, the image was blurred a review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint for "reddening of the imaged" is no problem detected. In addition, for "when turning the handle, the image is blurred" the probable cause is component failure of the insertion tube, and the inner sleeve is broken. A definitive root cause could not be identified for the insertion tube failure and the inner sleeve broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported; the rigid video scope had a reddening of the imaged. The issue occurred during the endoscopy diagnostic procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.